Event description:
It was reported that an occlusion alarm occurred. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.